Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a battery out limit alarm and a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed battery out limit even after multiple battery changes. Customer also reported that the insulin pump buttons were unresponsive and no significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, it was received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected error restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify battery out limit and unresponsive button due to frozen display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, corroded battery tube, missing end cap sticker, stained address label, stained serial number label and cracked reservoir tube lip.